Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted and then taped externally to the patient while the patient was treated with antibiotics due to the infection.

Manufacturer narrative:
Additional information was received confirming that this device was subsequently removed from service as a new system was implanted on this patient's right side. This product issue will be updated if additional information is received.